Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl this morning, which he treated via insulin pump therapy. The customer also had a low blood glucose of 35 mg/dl, which he treated via glucagon injection. The customer had to take glucagon twice in a six-hour period. The customer also previously reported that he was hospitalized for eight days last september. Troubleshooting did not occur for the insulin pump. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump communicated properly with the glucose sensor simulator and the minilink transmitter. The low suspend alarm/threshold suspend alarm functions properly. No unexpected low suspend alarm/threshold suspend alarm noted during testing. No sensor anomaly noted. The pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.